Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 6/28/2017 replacement fuses were shipped to site. On 6/28/2017 a medtronic representative went to site to test the equipment. Representative replaced the fuses and performed a system checkout. System passed all tests and is working normally. The suspect fuses have been not received by manufacturer for evaluation.

Event description:
A site representative reported that the mobile view station (mvs) of the imaging system was not powering on. Representative mentioned there was power coming from the wall but there was no line power indicator on the viewing system. There was no patient present at the time of the issue.